Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 244 mg/dl, while wearing the pod between 4 and 24 hours. They reported the pink slide insert did not move forward into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, they also reported the cannula was straight when the pod was removed from the infusion site (abdomen). Additionally, the patient reported they observed liquid and bubbles in the pod's viewing window. They did not specify what the liquid was, but stated there was no blood or insulin on the skin when the pod was removed. Treatment information was not provided.